Event description:
The customer's mother reported that while at camp, the customer was taken to the hospital due to hyperglycemia. The customer's mother was leaving for the hospital at the time of the phone call, so troubleshooting could not be performed. The customer's mother was advised to call back to perform troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.